Event description:
Complaintant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical italy. During the investigation the technician discovered that the device was unrepairable, the device was labeled as "not certified for clinical use" and returned to the customer. Analysis of reports of this type has not identified an increase in trend.